Event description:
It was reported that during a percutaneous closure procedure for a large atrial septal defect (asd), an asd36 prosthesis was selected based on measurements taken after balloon measurement. At the time of device release within the patient, inadequate prosthesis behavior was observed, characterized by an improper shape (cup-like), preventing its correct positioning and adaptation to the interatrial septum. Due to this issue, the prosthesis was removed from the patient, and a video call was made between the medical team and a product specialist, to obtain immediate technical guidance. All instructions provided by the specialist were rigorously followed. However, even after the full application of the recommendations, the prosthesis continued to present the same problem, making it impossible to achieve proper positioning and shape. The procedure was completed successfully with a different implant.

Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Manufacturer narrative:
Based on the investigation findings, a manufacturing-related failure could be identified as root cause for the reported event.